Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-01798. It was reported the patient experienced ineffective therapy. Lead migration was confirmed via x-ray. As a result, surgical intervention occurred to explant and replace the lead to address the issue. Reportedly, therapy was restored post operatively.